Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay for two patients performed on (B)(6) 2022 tested on nasal swab (deltalab). Pcr confirmation testing was performed (platforms:roche and aria) generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Correction: corrected the device lot number, UDI number, and expiration date in (d4). Corrected the device manufacturing date in h4.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m173984 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m173984 and test base part number 190-430 / lot m173984. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m173984 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.